Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the subject meter started reading inaccurately. She reported that on an unknown date and time, she received an alleged inaccurately high blood glucose result of 500 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient does not administer medication to manage her diabetes. She was unable or unwilling to say whether she made any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that on an unknown date and time after the start of the alleged issue, she developed symptoms of sweating. She reported that she received treatment from a healthcare professional for her symptoms in the emergency room (ER) and a blood glucose result was obtained on the ER/hospital meter. Neither the nature of the treatment nor the blood glucose result was provided. During troubleshooting, the patient confirmed that the subject meter had been set to the correct unit of measure. The cca noted that the patient&#38112;test strips had expired in january 2015, invalidating any results obtained after this period. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurately high reading on the subject meter and reportedly developed symptoms of, and received hcp treatment for, an acute diabetes excursion, after the alleged product issue began.